Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a heart transplant on (B)(6) 2017.

Manufacturer narrative:
A4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.